Event description:
Noticed black residue, and upon my concerned inquiry about this with my dealer, was informed about the recall notice. I registered with the philips recall site on (B)(6) 2021, and have logged 4 escalation requests since then. I need this device for medical health and wellbeing. FDA safety report ID# (B)(4).